Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative, following-up, reported the problem occurred when the awl had to be removed from navlock. It was outside of the operative field. The broken button piece did not fall into the patient. Suspect navlock tracker universal orange not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported broken instruments identified while in a surgery. An awl and probe were navigated together with the orange navlock tracker. The surgeon was hammering on the handle to insert these instruments into the anatomy, vertebra. The navlock broken piece, distal tip of the side button, was not recovered. This issue occurred outside of the operating field. On one side of the navlock side button, the distal extremity of the button was broken, on the other side, the button was stuck open. The protection disc at the distal extremity of the blue ratcheting handle was also broken while the surgeon was hammering on the handle. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The orange navlock tracker and ratcheting handle were returned to the manufacturer for analysis, and showed signs of physical damage. As reported, one of the locking tabs on the orange navlock tracker had only limited movement not allowing easy insertion and removal of instruments. Otherwise, the tracker was functional returning good geometry error. The ratcheting mechanism on the handle had broken free of the handle. The ratchet no longer functions. Also, the end cap had many impact marks due to repeated hammering. The reported event was confirmed.